Manufacturer narrative:
Additional/updated information was added to reflect the joystick being returned to the manufacturer for evaluation. The result of the evaluation was that the joystick passed the bench test, and the original complaint issue was not able to be duplicated.

Event description:
Chair would not power off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair would not power off.